Manufacturer narrative:
A system level investigation is being performed to include all concomitant fresenius products being used at the time of the event. At this time, the investigation is ongoing. A mfg review was performed of the products shipped to the dialysis center during a (B)(4) time frame for lot numbers rec'd. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of the physician's review of rec'd medical records. This complaint is related to the following mdrs: 1225714-2013-02902, 3005162618-2013-00029, 1713747-2013-00456, 2937457-2013-00209.

Event description:
The following info was rec'd via a user facility medwatch: on (B)(6) 2013 at 11:10 am during hemodialysis treatment, the pt's uf was turned off due to hypotension. The pt was alert and oriented, but appeared to be short of breath. However the pt did not have any specific complaints. Shortly after, a certified dialysis technician took the pt's blood pressure and pt became unresponsive (no pulse and not breathing). CPR was initiated and ems was called. Pt was transported to a local hospital where he expired.